Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complications cannot be determined. No products have been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the system logs and of the device logs for the force bipolar instruments used in these procedures could not be performed at this time, due to insufficient information. No lot numbers were provided, and the site could not verify during which procedures the issue occurred. This issue was initially reported via MFR report number 2955842-2023-18872. A related issue was reported via MFR report number blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during 3-4 da vinci-assisted unspecified hernia repair procedures in the past 18 months or so, tissue became caught on a force bipolar instrument, causing a hole in the newly created tissue flap. The surgeon mainly does abdominal wall re-constructions and the creation of peritoneal tissue flaps for hernia repair procedures. He typically uses the force bipolar instrument for retracting tissue, rather than grasping it. He pushes down to push the tissue flap away with the instrument, and then the tissue gets caught. At the wrist of the instrument, where the pulleys are visible, there is a hook on both sides that will catch tissue and grab it. The surgeon believed that the hook is only visible when the jaws are open or, perhaps, when the instrument is articulated. He was not sure if the instrument arm is typically straight when retracting the tissue, but it likely occurs more often with the wrist bent. Often the universal surgical manipulator (usm) is off-screen at the time, and he does not see the issue right away. During these 3-4 instances, when the tissue caught, it created a hole in the newly created soft tissue flap, which was repaired with suturing. This repair took a few minutes to complete. He has not had an instance where the hole was irreparable. No vital structures, such as bowel or vessels, were ever involved. He has never had to excise tissue; he releases the tissue from the instrument by opening and closing the jaws, and then he uses the other usm, usually with the monopolar curved scissors installed, to push the tissue off of the force bipolar instrument. That is when the hole in the flap is created. The surgeon could not provide specific dates, event information, or any further details regarding the 3-4 cases where this issue occurred. The surgeon has no concerns for long-term consequences for his patients, as this issue has never resulted in any post-operative complications for his patients. He considers this more of a nuisance and a minor problem that can be addressed intra-operatively. He has always been able to finish the procedure using the same instrument; he has never needed to open a new instrument as a result of this issue. This issue is exclusive to the force bipolar instrument; it does not occur with other instruments. It has only occurred in hernia repair procedures and in no other cases. The surgeon has been using the force bipolar instrument for roughly 2 years. He uses the strong grip feature (with the yellow pedal) when doing transversus abdominis muscle release (tar) and retraction, as well as when sewing. He also uses it a fair amount to grab the needle and the plug. He has seen the device fracturing at the end of the instrument before, but he has only seen displacement of the instrument jaws/tips a few times. At those times, he was worried that he wouldn't be able to get the instrument out, but he turned it, opened and closed the jaws, and popped the displaced portion back in order to pull the instrument out. However, the surgeon stated that this did not cause the tissue flap holes that he described.